Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g7, h1, h2,h6, and h11 complaint conclusion: as reported in the literature article by, georgiadis, g. S., chatzigakis, p. K., kouvelos, g., argyriou, c., kopadis, g. C., georgakarakos, e. I., & matsagkas, m. (2020). Multicenter mid-term results after endovascular aortic aneurysm repair with the incraft® device. Annals of vascular surgery, s0890-5096(20)30864-5. Advance online publication. Https://doi.org/10.1016/j.avsg.2020.09.018 https://doi.org/10.1016/j.avsg.2020.09.018 , one complication occurred after being treated with the incraft -aaa delivery systems, necessitating hybrid techniques for repair (distal external iliac artery hemostasis). 77 patients with infrarenal abdominal aortic aneurysms (aaa) =50mm in diameter treated with the incraft device in three vascular centers were enrolled from (B)(6) 2015 to (B)(6)2018. Follow-up was completed in (B)(6) 2020. Selection of evar using the incraft device was individualized according to aorto-iliac morphologic features, comorbidities, history of previous abdominal surgery and preference of the patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without the return of the device for analysis, catalog or lot information, or procedural films the reported event could not be confirmed, and the exact cause could not be determined. Post procedural complications are a known potential adverse event associated with the aaa stent implantation procedures and is listed in the instructions for use (IFU) as such. All products undergo a 100% inspection prior to release for marketing. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following sections have been updated: attachments, g7,h1,and h2. The attachment section of the report has been corrected with an attachment of the article listed on this report.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article by, georgiadis, g. S., chatzigakis, p. K., kouvelos, g., argyriou, c., kopadis, g. C., georgakarakos, e. I., & matsagkas, m. (2020). Multicenter mid-term results after endovascular aortic aneurysm repair with the incraft® device. Annals of vascular surgery, s0890-5096(20)30864-5. Advance online publication. Https://doi.org/10.1016/j.avsg.2020.09.018. Https://doi.org/10.1016/j.avsg.2020.09.018 , one complication occurred after being treated with the incraft -aaa delivery systems, necessitating hybrid techniques for repair (distal external iliac artery hemostasis). 77 patients with infrarenal abdominal aortic aneurysms (aaa) =50mm in diameter treated with the incraft device in three vascular centers were enrolled from november 2015 to july 2018. Follow-up was completed in august 2020. Selection of evar using the incraft device was individualized according to aorto-iliac morphologic features, comorbidities, history of previous abdominal surgery and preference of the patient. The device will not be returned as it was implanted.